Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported event was confirmed via log file analysis which revealed a vad disconnect alarm logged on (B)(6) 2019 at 19:42:08, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported dropping of the accessory bag. An electrical fault alarm was then logged at 19:42:37 due to an open phase on the rear stator, resulting in the pump running on a single stator (front stator only). A vad stopped alarm was subsequently logged at 19:43:16 due to open phases on both stators. Three (3) additional electrical fault alarms were logged between 20:46:39 and 21:47:36 due to open phases on the rear stator. Of note, it was reported that no further electrical fault alarms were logged following inspection and manipulation of the driveline by an engineer. The most likely root cause of the vad disconnect event can be attributed to a physical disconnection of the driveline from the controller due to the reported dropping of the accessory bag. Based on the available information, the most likely root cause of the electrical fault alarms and vad stopped alarm may be attributed to an improper connection between the driveline and the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the accessory bag fell and the ventricular assist device (vad) driveline came out. The patient immediately reconnected the driveline, but heard and saw electrical fault alarms afterward. There were no additional electrical faults after further inspection and manipulation of the driveline by an engineer. The driveline remains in use. No patient complications have been reported as a result of this event.